Event description:
It was reported that an interlink injection site had the slit in the wrong position. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection and slit centering testing were performed. No malfunctions or abnormalities were identified during product evaluation. The devices slit was found to be within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.